Manufacturer narrative:
Constant pump error 38 alarms noted during rewind due to jammed motor gear box. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed error. Customer stated they were able to clear the alarm and were not able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.